Manufacturer narrative:
Section d4 (expiration date) and section h4 (device mfg date) have been updated, based on extended investigation. Extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d3 (email) and section g1 have been updated to reflect current contact information.

Event description:
On (B)(6) 2019, customer reported, receiving an unspecified reading on the adc freestyle libre sensor. That was higher than she felt and requiring treatment of juice by a non-healthcare professional. On (B)(6) 2020, adc was notified by (B)(6). That on (B)(6) 2020, the customer reported, experiencing high readings on the freestyle libre sensor. And being hospitalized on (B)(6) 2019 for hypoglycemia "caused by an injection of insulin. Thinking that she was in hyper according to the result provided by the reader". No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. This issue and investigation results have been previously reported under adc ID 18041104, MFR report# 2954323-2019-06244. This report is to account for new information of hospitalization. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, customer reported receiving an unspecified reading on the adc freestyle libre sensor that was higher than she felt and requiring treatment of juice by a non-healthcare professional. On (B)(6) 2020, adc was notified by french police that on (B)(6) 2020, the customer reported experiencing high readings on the freestyle libre sensor and being hospitalized on (B)(6) 2019 for hypoglycemia "caused by an injection of insulin, thinking that she was in hyper according to the result provided by the reader". No further information was reported. There was no report of death or permanent injury associated with this event.